Event description:
It was reported that when the patient presented to clinic for device evaluation, inappropriate hv therapy for an supraventricular tachycardia with rapid ventricular response was observed. Programming changes were recommended. The patient was reported to be in good condition.